Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
A physician attempted an arteriotomy closure using a starclose device. Upon removal, the device became stuck. The device was surgically removed. The patient's current condition is unknown.